Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was inaccurate. It was also reported that there was an undefined touch screen issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.